Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 and suture were returned on the needle. The t2 is at the tip of the needle, past the dimple. The variable depth straw was not returned. Bio debris is present. A functional evaluation, using a simulation meniscus, showed that the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t2 implant could not be deployed. T1 was successfully removed from the patient using blade. The procedure was completed with a non-significant surgical delay using a smith and nephew back up device. No further complications were reported.